Event description:
It was reported that the implantable cardioverter defibrillator exhibited myopotential oversensing when patient coughed. The device was reprogrammed successfully. The patient was stable throughout the testing and after the programming.